Manufacturer narrative:
Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported to philips that the device's capacitor was faulty . There was no patient involvement.